Event description:
The deep brain stimulator was used for 5 years with good parkinson symptom suppression. The pt experienced a sudden onset of parkinson symptoms like they had prior to deep brain stimulator therapy. Interrogation revealed that the device was in default settings. The serial number had to be typed in several times. The device was replaced. The pt had good symptom suppression with the new device. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.